Event description:
Event [preferred term] present a false positive on an antigen test. [False positive investigation result] narrative: this is a spontaneous report received from a physician from medical information team. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history was not reported. Concomitant medication(s) included: influenza vaccine; covid-19 vaccine. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "present a false positive on an antigen test". The reporter considered "present a false positive on an antigen test" associated to covid-19 and influenza ivd device. Causality for "present a false positive on an antigen test" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information included: patient has just received a flu shot and a covid-19 booster present a false positive on an antigen test within 48 hours of receiving the shots.